Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that an expired anchor was implanted into a patient. It is unknown if there was a delay or backup device available. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. There are no reports of plans to remove the expired anchor to date. The patients impact beyond the reported use of the expired anchor could not be determined. Since no other complications reported, no further clinical/medical assessment is warranted at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. Complaint history review could not be performed as no part number was provided. A review of the instructions for use could not be performed as no part number was provided. A risk management review could not be performed as no part number was provided. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.